Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was 150 mg/dl. The customer will treat as needed. The customer stated the drive support cap appears normal. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.